Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was further reported that the lead was explanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had nausea and vomiting. It was noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos) leading to anti-tachycardia pacing (atp). The lead remains in use. No patient complications have been reported as a result of this event.